Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as lot code information was unknown. -complaint history review: could not be performed as lot code information was unknown. Conclusion: it was reported that the patient had a mua (manipulation under anesthesia) performed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name# triathlon p/a ps beaded #8r; cat# 5516f802; lot# unknown. Device name# tritanium bplate triathlon s7; cat# 5536b700; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As part of an investigator initiated study, a spreadsheet was provided indicating that an mua was performed on the patient's right knee.